Manufacturer narrative:
Note: the lot number may be d05a31x and not 005a31x as reported by the FDA - no further information was able to be obtained. Specifically, alice mehner - baxter compliance associate called shirley zeigler at the FDA on 06/20/06 to attempt to obtain additional information. During this discussion ms. Ziegler advised that we document the following in the complaint: per ms. Zeigles, FDA, this customer requested that their identity not be released.

Event description:
Event description from the FDA report: voluntary 08-mar-2006: blood leak alarm - visible blood in dialysate and extra corporeal circuit. The reporter's occupations is listed as nurse. For the field reprocessed and reused it is indicated as no. This complaint was received at the FDA on 03-08-06 and the event date was approx a month earlier. The letter was received by baxter on june 19, 2006.